Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having to charge their implant daily and the issue began 2 weeks ago. Patient stated they could do a 100% charge and by tomorrow morning the implant would be 'dead'. Patient noted it used to take 4 or 5 days for the implant to deplete and now it was not even making it through one day. Patient hadn't changed any of their settings since implant. The patient was redirected to their healthcare provider to further address the issue. Further information received from the healthcare provider reported patient indicated the ins is not functioning properly, ins battery runs down quickly, and his electrical impulse does not feel like before. Caller reports this all started about 1 week ago. Caller reports patient has stimulation on and is able to increase his stimulation.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller is from ER where pt is due to having significant pain as their ins is depleted currently. Pt says their implant is holding a charge for only 6 hours or so and then it's depleted. Caller says pt met with a manufacturer representative a few days ago and system was reprogrammed but ins still not holding a charge.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.